Manufacturer narrative:
The device has not been returned to the MFR for eval, as the device was discarded after removal. A lot history review (lhr) of revb0746 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during PICC insertion the pt complained of feeling funny at the end of the procedure. There was facial flushing and symptoms resolved very quickly.